Event description:
Additional information was received that surgical intervention was performed to explant and replace the non-boston scientific lead. During the procedure, the physician elected to explant and replace the device as well due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Most recently, it was confirmed that the out-of-range impedance issue remains and has exceeded 3,000 ohms. The associated noise could not be reproduced. This device remains actively in service.

Event description:
Additional information was received that this device delivered and innapropriate shock due to continued noise recorded on the non boston scientific right ventricular lead. It was also noted that the high pacing impedance measurements for this lead had also continued. No remedial action was taken. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory could not reproduce or find any abnormalities that may have contributed to the clinical findings.

Manufacturer narrative:
The device was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) issued a latitude yellow alert for high right ventricular (rv) amplitude. The caller was wondering if these alerts were related to a recent recall of a competitor's rv lead.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the modes associated with the rv lead advisory are related to out of range pacing impedance and noise, not to high intrinsic measurements. Ts noted that as long as thresholds and pacing impedance is normal, ts would suggest continued monitoring. No adverse patient effects were noted. This device is not listed as part of any advisory populations. Most recently, a red alert was issued due to out-of-range pace impedance in regards to the competitor's rv lead. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.